Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 121 mg/dl. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not dropped or bumped. The pump had no water contact and the drive support cap does not appear to be damaged. Customer did not press the cap while they were connected. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed during the basic occlusion test due to a faulty force sensor. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.